Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/18/2013 with the following findings: evaluation revealed that the keypad was peeling by the ok button. All of keypad buttons responded appropriately. The keypad was removed and contamination was found under all of the button key contacts. Evaluation also revealed that the display screen was dim and discolored. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim and discolored. There was evidence contamination under all of the keypad button contacts. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 12/18/2013.